Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/26/2001 and was last repaired on 11/04/2011 for a non-related issue. Evaluation of the device observed that the device would not operate with the power supply. The slider knob was observed to be bent off of the throttle lever and the master blade was not flush with the control bar. Prior to repair, the electric dermatome was outside calibration specifications at the zero thickness setting on the right side and the side to side. In post-repair, corrosion of the exterior motor casing was observed. The motor did not operate; however, manual manipulation of the shaft allowed the motor to temporarily operate. The motor became very hot during testing and operation ceased. Customer returned a power supply, serial number (B)(4), which had no visible issues. The power supply passed all functional specifications. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well and damaged over time, which likely caused the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece and lack of preventative maintenance likely allowed damage to occur to the motor over time. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome does not operate. No additional clinical information was received prior to this report.